Manufacturer narrative:
The device was visually inspected and it was confirmed that the top blade of the scissor was not intact. The top blade was returned for evaluation. No damage to the cutting surface was observed. The site of the break was observed to be a clean break. The material hardness of the device was tested and confirmed to meet specification. There are no indications that would suggest the device did not meet product specifications upon release into distribution.

Event description:
When the surgeon entered the patient's abdomen and was trying to remove a piece of fat, the tip broke off. No patient injury or other complications were reported.